Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to a lead conductor fracture. This rv lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to a lead conductor fracture. This rv lead was replaced and will not be returned. No additional adverse patient effects were reported. Additional information indicated that the hospital referred the patient to another facility to accommodate a system upgrade, and the clinical evaluation indicated no evidence of a fracture for this rv lead.